Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient's spouse made a call to technical services. The report indicated that patient received information that indicated lead sensitivity was low; and as a result, the patient has to be cardioverted to determine what may be the cause of the low sensitivity. The patient's spouse also inquired about the possible cause for low sensitivity with technical services and, however, was referred to the physician. The lead remained actively implanted. It was further reported that the patient's r-waves had decreased resulting in t-wave oversensing. A new pace/sense lead was added and the high voltage portion of the lead remains in use. No patient complications were reported as a result of this event.

Event description:
The patient's spouse made a call to technical services. The report indicated that patient received information that indicated lead sensitivity was low; and as a result, the patient has to be cardioverted to determined what may be the cause of the low sensivity. The patient's spouse also inquired about the possible cause for low sensivity with technical services and, however, was referred to the physician. The device remains actively implanted.